Event description:
Through journal article "when surgery is not an option: a unique therapeutic approach to advanced breast implant-associated anaplastic large cell lymphoma," healthcare professional reported right side redness, pain, pleural effusion, axillary lymphadenopathy, anaplastic large cell lymphoma that was alk-negative and strongly cd30-positive, advanced disease on both sides of the diaphragm, extension of disease to the chest wall, and osseous involvement, consistent with stage IV bia-alcl. Healthcare professional also reported shortness of breath not related to the device. Patient was treated with six cycles of brentuximab vedotin, cyclophosphamide, doxorubicin, and prednisolone (bvchp). The device was explanted. Manufacturer of device is unknown.

Manufacturer narrative:
Article citation: nicole sequeira, abdulrahman al-kotob, yelena pristyazhnyuk, when surgery is not an option: a unique therapeutic approach to advanced breast implant-associated anaplastic large cell lymphoma, clinical lymphoma, myeloma & leukemia, september 2025, s870-s871. The reported events are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl, seroma-late, lymphadenopathy.